Manufacturer narrative:
Corrected data: catalog #: from 20390 to 20390-90. Additional information: lot #: 040615238; expiration date: 6/30/2017; (B)(4). Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, retains testing, and system risk analysis. The batch record was reviewed and there were no anomalies identified. Supplier evaluation was not required as this was not a manufacturing or functional issue. The trend for the product malfunction code of procedure related was assessed from november 2014 through october 2015 and did not reveal a significant trend. Retain testing was not performed as this was not a manufacturing or functional issue. The system risk analysis (sra) was reviewed for the issue of procedure related and the risk was determined to be "low risk." The assignable cause is failure to follow instructions. The customer was not properly rinsing their instruments according to the instructions for use (IFU). Customer education was provided over the phone and was instructed to follow the instructions for use (IFU). Asp will continue to track and trend this issue. No further investigation is required at this time.

Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
A customer reported they were inadequately rinsing their instruments after cleaning and disinfecting in cidex opa solution, and the instruments were released and used on patients. No serious injuries were reported. The customer stated they were unaware of the proper rinsing procedures and were rinsing under running water for 30 seconds instead of submerging completely into a clean, large water container for a minimum of one minute. The instructions for use (IFU) states the rinsing procedure should be repeated twice for a total of three rinses, and failure to rinse devices per the IFU may result in patient side effects, including serious allergic reaction to residues or discoloration of tissues. The customer stated they will follow the IFU from now on. As a matter of policy, advanced sterilization products (asp) has decided to report cases of improperly rinsed instruments after using cidex opa solution since it could result in serious patient side effects.